Manufacturer narrative:
Evaluation summary: the device was found to have a bend/kink in the coil area of the device, in the standoff tray. The bend/kink was at 5.30cm from the distal tip. It is observed under microscopic observation that damage and an unknown residue is observed on the catheter coil area. The coil is also bent in one place. It is observed under microscopic observation that part of the fep is warping on the kink area. On further examination, it is noted that the coil is exposed due to the torn fep. The coil area appears to have damage to it and has an unknown residue covering the area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a closurefast catheter for treatment as per IFU. It is reported that post ablation, when the catheter was removed from the patient, the catheter coil on the distal end was observed to be bent. The coating was reported to be damaged and filled with blood. An echo was taken post procedure and it is reported that the target vessel was ablated as expected. No patient injury was reported.